Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a power issue ¿ does not turn on. The reporter alleged that she put in new battery and meter will not turn on with test strip. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter and test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/08/2013). The patient¿s meter and test strips have been returned on 5/28/2013 and evaluated by lifescan product analysis on 7/2/2013 and 7/1/2013, respectively, with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.